Manufacturer narrative:
As returned, the acetabular liner exhibits 5 screw holes through the domed surface likely to do with removal technique. The poly flanges, rim, and locking mechanism areas all exhibit heavy damage, most of which is likely due to removal techniques. This severe removal damage has made visual analysis of the damage the part sustained in-vivo difficult. No dimensional analysis could be performed. The constraining ring exhibits many scrapes, with heavier damage concentrated on one side. This concentrated damage may indicate impingement of the femoral component. The diameter of the ring is conforming to print specification. Device history records were reviewed and found that the lot was manufactured, inspected, sterilized and packaged in accordance to the zimmer quality procedures at the time of manufacture. The devices were inspected and accepted by a certified operator on a coordinate measuring machine (cmm) at the time of manufacture. No additional complaints have been received against the manufacturing lot of the constrained liner. X-rays were returned and reviewed by independent third party health care profession. The xrays appear to show the acetabular shell was implanted in a suboptimal low degree of abduction which predisposes to impingement. With the information provided, it appears that a low abduction angle of the acetabular shell may have contributed to the reported dislocation.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to dislocation.